Event description:
At artificial kidney center, a nurse began hemodialysis via a left subclavian venous catheter. After 5 minutes, the pt complained of severe shortness of breath, respiratory distress, and chest discomfort. He was a febrile. -possible air in the catheter?- he urgently begged that the machine be turned off. He was cyanotic by the time the machine was turned off. He was transferred to santa barbara cottage hospital emergency room. There, his physicians diagnosed him with pneumonia. Also resulting was increased enlargement of a preexisting aortic aneurysm which the dialysis center staff were aware of before starting dialysis. In 2 days, he was transferred to medical center for treatment of the aneurysm. A physician's assistant reporting the incident stated that the dialysis machine was among 3 new ones they had purchased. Brand name and model is not known. Names of dialysis machine manufacturer unk. Dates of first therapy: 2008. Also of concern, a blood tubing or cylinder is reused on the same pt with a signed consent. Risk of contamination or air emboli exposure questionable. Dates of use: 2008. Diagnosis or reason for use: acute renal failure.